Event description:
It was reported that a patient underwent a hysterectomy on an unknown date. During the procedure, the button on the front of the device had to be pressed down in order to drive the disposable. The tube for the pneumatic switch was connected to the back of unit. The procedure was completed with the device and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.